Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number of the device is unk, therefore, the device history record review could not be conducted. The most probable root cause is considered handling damage as the event occurred outside of the pt after the procedure was completed. (B)(4).

Event description:
It was reported that after a rotational atherectomy procedure, the distal tip of the floppy rotawire (rtw) detached outside of the pt. The unspecified lesions were located in the circumflex and the obtuse marginal arteries. The physician successfully completed the rotational atherectomy procedure using the floppy rtw. Before removing the floppy rtw from the pt, the physician placed a choice pt guide wire in the desired location. As the physician removed the floppy rtw outside of the pt, the tip of the floppy rtw became "entangled" on an unspecified tuohy, on a piece of gauze, or a towel and the distal tip of the floppy rtw stretched and then detached from the guide wire. This event occurred outside of the pt. No pt complications were reported and the pt's status was noted as "fine".